Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer previously reported that there have been 2 patients who received higher than expected tni results and upon repeat, a normal expected result was obtained. A field application specialist visited the site and reported a 3rd patient who received higher than expected tni results. Although requested, no additional information was provided. This is report 3 of 3.

Manufacturer narrative:
Investigation into this issue is ongoing.